Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause of the alarm was not determined. The batch review was not performed because the lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported a system error (se) 2240 in dwell 3 of 5. The technical service representative (tsr) explained the alarm and had the hp cycler power. The hc alarmed with se 2367. The tsr had the hp cycle power again. The tsr advised the hp to disconnect and use manual supplies to complete therapy. There was no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the pd nurse chris on (B)(6) 2010 regarding the reported system 2240 alarm. The nurse stated that the hp contacted her the next day and informed her that the alarm occurred. She stated that she was aware that the hp did not resume with therapy that night and stated that she informed the hp that she didn't need to finish since she was pretty much fully dialysized. She stated that the hp checked all the connections and found nothing loose. She stated that the hp is doing well and resuming therapy on the cycler. There was no injury or medical intervention reported.